Event description:
Boston scientific crm received information that the patient implanted with this transvenous defibrillation lead presented to the emergency room due to pain in his side and chest. Lead measurements had deteriorated and loss of capture was observed. An x-ray showed a likely perforation, based on the position of the lead and the location of the helix. The lead was repositioned without further incident.

Manufacturer narrative:
No additional complications or adverse patient effects were observed. The lead remains in service. The report will be updated if additional information is received.